Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that the subject retrieval device was stuck at the vessel wall and it was not able to be retrieved after the use in the mechanical thrombectomy procedure. Attempt to retrieve the subject device with a goose snare was unsuccessful. After the retriever device was eventually removed, the patient suffered a congestive cardiac failure (ccf). The vascularized tissue was attached at filament of retriever device and the physician suspected that this was the cause of the ccf. Approximately two months post procedure, the patient died" by cerebral hernia due to extensive cerebral infarction". "The physician's opinion: the cause of the cerebral hernia due to extensive cerebral infarction and recanalization was not done. There was no causal relationship between device and this event."

Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number (367) of the device does not match any of the manufacturer's lot numbers for this device. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. Patient stroke, patient complications and outcome of death are known risks associated to these types of procedures and are noted as such in the device directions for use (dfu).therefore, the assignable cause of anticipated procedural complications was assigned to this event. Based on the information currently available, the cause of the retriever removal difficulties cannot be determined.

Event description:
It was reported that the subject retrieval device was stuck at the vessel wall and it was not able to be retrieved after the use in the mechanical thrombectomy procedure. Attempt to retrieve the subject device with a goose snare was unsuccessful. After the retriever device was eventually removed, the patient suffered a congestive cardiac failure (ccf). The vascularized tissue was attached at filament of retriever device and the physician suspected that this was the cause of the ccf. Approximately two months post procedure, the patient died¿ by cerebral hernia due to extensive cerebral infarction¿. "The physician's opinion: the cause of the cerebral hernia due to extensive cerebral infarction and recanalization was not done. There was no causal relationship between device and this event."